Manufacturer narrative:
The insulin pump passed self test and displacement test. No unexpected pump error alarm noted during testing however, pump error alarm (variable 3) confirmed in the downloaded history file due to broken pin 6 (sda) trace at u1 on the keypad assembly.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures alarm. Customer's blood glucose value was 224 mg/dl. The customer was assisted with troubleshooting. Customer was able to successfully clear the alarm also able to complete pump rewind. Customer stated that fill cannula was recorded in daily history. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.